Event description:
The customer reported that the insulin pump had a blank display after taking a nap, and his glucose reading was 120mg/dl. The customer stated that three hours later the device was off. The customer stated receiving a low battery alarm while going back home. The customer changed the battery and blank display happened again. Hours later, the customer went to the hospital for diabetes ketoacidosis presumable due to bacteria. The customer stated that the battery cap was missing. Advised the customer to call back if issues continue. The customer mentioned treating earlier his low blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.